Event description:
This case is from the pt who asked for the claims dept of zimmer as he claimed that he received a durom hip generic in (B)(6) 2005 (exact date not reported), and has been having pain and discomfort and elevated level of cocr in the blood. The pt reported that he underwent revision surgery in (B)(6) 2011 (exact date not reported). Assumed (B)(6) 2005 as implantation date. Assumed (B)(6) 2011 as revision surgery date.

Manufacturer narrative:
There were no other info received regarding this case. We will continue to f/u with the pt if we can get the hosp reports. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented and a correction action was reported to the FDA in jul 2008 as correction z-2415/2426-2008. Zimmer ref number (B)(4).